Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis determined the no-telemetry and depleted battery conditions were due to dendritic growth between the b+ battery post and the battery case. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was received without information. Analysis of the device was performed and the device tested out of specification. No patient complications have been reported as a result of this event.